Manufacturer narrative:
The pipeline device will not be returned for evaluation as it remains implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2017-00402, 2029214-2017-00403.

Event description:
Medtronic literature review found reports of patient complications during or after pipeline implantation. The purpose of the abstract was to determine the incidence of technical difficulties during pipeline deployment. The authors reviewed 22 patients treated with the pipeline device; 18 were female, 4 were male, mean age of 59.5 years. The abstract states that the following complications: one incident of residual stenosis in the pipeline construct caused an infarction leading to new permanent neurological deficit. Almandoz, j. D. Et al. (2012). O-036 incidence of technical difficulties during pipeline device deployment in the initial cohort of patients treated at a tertiary referral medical center: abstract o-036 table 1. Journal of neurointerventional surgery, 4(suppl 1).